Event description:
During a normal device replacement procedure, lead insulation damage was observed on the right ventricular (rv) lead. An attempt to repair the rv lead was made, however, an increase in impedance and inadequate capture was observed. The rv lead was capped and replaced to resolve the event. The patient was stable.